Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the transseptal cross, there was a delay heparin administration and a clot was noted on the was. The device was deployed and the sheath was removed while aspirating the clot. Computed tomography scan was performed post-procedure and no residual patient complications were noted. Patient is doing well following these events.